Manufacturer narrative:
The device was implanted in the arm of a 13-month-old. The catheter may have been stressed beyond the design capabilities.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Lumen broke.